Event description:
It was reported that the surgeon had difficulties to insert the polyethylene liner in the corolla. The inner ringlock seemed small compared to the size of the reverse corolla. After couple of attempts, he was able to assemble the liner and the product was implanted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 12 products tess humeral reverse corolla s2, reference (B)(4), lot number 0001291342 were manufactured on 20 mars 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 4 similar complaints has been recorded for tess humeral reverse corolla s0, 1, 2 and 3 within one year. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. Also, a field safety notice has been sent to customers concerning impaction difficulties on tess reverse corollas. Please note that no device in the scope of this action had been distributed to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the surgeon had difficulties to insert the polyethylene liner in the corolla. The inner ringlock seemed small compared to the size of the reverse corolla. After a couple of attempts, he was able to assemble the liner.